Event description:
Information was received from a vns treating physician in (B)(6) that he could not interrogate a vns patient's generator. It is believed the patient was implanted in 2008, but at this time product information is not known. It is unknown if the programming system used is able to interrogate other patient's. It is unknown if their generator is at end of battery life. X-rays were received for review. The generator is placed in a normal arrangement on the upper left chest. The filter feed-through wires appeared to be intact. The negative lead connector pin appeared to be fully inserted into the generator connector block, but the positive one appeared to be withdrawn from the block. The electrodes appeared to be placed in normal arrangement. The lead wires at the connector pin appeared to be intact. A strain relief bend and loop were present as specified by the labeling and town-downs had been used as specified in the labeling portions of the lead appeared to be behind the generator and could not be fully assessed. Neither lead breaks nor acute angles were observed in the assessed portions of the lead. The reason for a failure to program a generator cannot be found by reviewing an x-ray. The review found the positive pin slightly withdrawn from the connector block, which is not a reason for a failure to program. Since the generator cannot be interrogated diagnostics cannot be confirmed. Investigation is underway for further details about the reported event.

Event description:
The patient has changed doctors and at this time no surgery has been planned.

Event description:
Additional information received from the area representative indicating the patient was scheduled to undergo battery replacement surgery; however, a date was not available. Attempts for further information have been unsuccessful to date.

Event description:
Product analysis was completed on the explanted generator. The reported failure to program and end of battery life conditions, were duplicated in the product analysis laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient had their generator replaced. It was reported that it could not be interrogated anymore. The generator is being returned for analysis and is in transit at this time to the manufacturer.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Manufacturer narrative:
Manufacturer reviewed x-rays of the implanted device. X-rays review by the manufacturer, no gross lead discontinuities visualized.